Manufacturer narrative:
The customer has provided additional clarification of the patient and event.  Additionally, the customer advised physio-control that they have evaluated the device and have since returned the device to service for use.  The customer indicated that the defibrillation electrodes used during the event were physio-control brand but the expiration date is unknown. Further event information provided included that the patient's rhythm was pea (pulseless electrical activity) and that the patient did not require any skin prep for the defibrillation electrode connection. The customer did not provide any details if they were able to duplicate the reported issue.  The device was not returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation on the reported event and determined that the device use did not contribute to the death of the patient as there was a backup device immediately available for patient care. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a patient event, the customer's device did not recognize the patient and was giving a "connect electrodes" message. The local ems had arrived on scene and following the reported issue, connected their device and continued patient care.  The customer indicated that there was no delay in care with the backup device being immediately available.  No additional details of the event has been provided to physio-control. The patient did not survive the reported event.